Manufacturer narrative:
This report is for the second of 2 patients. The lens remains implanted, patient reportedly received an injection of antibiotic. Results from the manufacturing record review indicated the product met release criteria. Patient status is unknown. At this time the results of our investigation into this event is inconclusive. We will continue in our attempts to obtain additional information. All information currently available is included in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available. Lens remains implanted.

Manufacturer narrative:
Additional information: in follow-up with the reporter it was learned the patient recovered without permanent impairment. Cause of this event could not be determined. A review of the production orders and sterilization records showed they met manufacturing specifications. No additional reports of a similar nature were received for the remaining intraocular lenses (iols) in this production order. Our investigation found no product deficiencies suggesting this event was not caused by the iol. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
The account reported two cases of endophthalmitis. The cataract surgeries with intraocular lens placement were performed back to back by the same surgeon. Patients were referred to a retinal specialist for treatment. Attempts by the manufacturer to obtain additional information and patient outcome are ongoing.